Manufacturer narrative:
Insulin pump received with a high sleep current measurement test, problem isolated to the electrical board. Pump passed the rewind test, prime and seating, basic occlusion, occlusion, force sensor and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had replaced battery now alarm and power loss alarm. The customer¿s blood glucose was high and it was 350 mg/dl. Customer did not received low battery alert prior to replaced battery alert. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.